Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump has blank display. It was also mentioned that the pump was rewinding and the screen went completely off. Blood glucose level was 185 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.